Event description:
It was reported that during a prostate procedure, the aiming beam was noted to fire straight out of fiber (forward firing) @ 13,575 joules. It was also reported that the fiber seems to be lose inside the metal tip. The procedure was completed with a second fiber @ 14,275 joules. There was no injury to patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the distal end of the fiber/glass cap is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).